Event description:
Info received indicates the left siderail does not latch.

Manufacturer narrative:
The hill-rom tech found the latch and spring rusted. He replaced latch and spring to revolve the issue.